Event description:
Rptr was 50-yrs-old at time of implant, in 1/87. Rptr was a pt at the hosp clinic. She has experienced much joint and muscle pain, insomnia, depression, night sweats and anxiety which may be related to the implants. She has no medical info regarding the implants or drs involved, but that, of course, can be obtained if needed.